Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Unfortunately, the reason for removing the valve was not provided. No other details were reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency.

Manufacturer narrative:
Based on the information provided by the health-care provider, this device was removed due to bleeding from the aortic wall post-implant. According to the operative report, this patient had an aneurysm of the descending aorta and aortic valve insufficiency. Patient was in cardiogenic shock and was being artificially respirated and supported with high doses of inotropes. There was also a septic component. This was emergency surgery. After the aortic valve was replaced by the subject device, they noticed before closing that bleeding had occurred which likely could have stemmed from the aortic annulus. After resuming perfusion after having removed the bioprosthesis, it appeared that there were at least four tears in the vessel wall of the aorta just above the level of the annulus. The patient's condition thus appeared to be so poor that this type of tears occurred, and this was later confirmed while suturing the left coronary button, during which tears occurred as well. Ultimately, sufficient strength was able to be generated by placing the suture through the ostium of the left coronary artery. An aortic valve conduit prosthesis was then implanted. Additionally, the condition of the subject device was noted to be "excellent." The information provided suggests that this event was most likely due to patient and procedural related factors. There is no evidence of a device malfunction. No further actions will be taken.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 - carpentier-edwards perimount rsr pericardial bioprosthesis, which is marketed in the u.s. Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.